Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue, to fix the issue the fse removed and replaced the scroll compressor and recalibrated the vacuum and pressure regulators, turned the unit on and verified error code was no longer present. The fse continued to perform a full pm and found the unit to be cycling power, he troubleshot and found the issue to be in the coil cable. To fix that issue he disassembled the unit and replaced the coil cable and the backplane to coil cable, reassembled and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) displayed power up test failure code #14. There was no patient involvement, thus no adverse event reported.